Event description:
Following a stent procedure, an angio-seal device was placed. Confirmation was obtained; however, following deployment, arterial bleeding was noted from the puncture tract. Five minutes following deployment, the physician determined that the device had been deployed in the puncture tract, and therefore removed the device from just under the skin. Manual compression was held for 30 minutes, and a c-clamp was placed for a duration of 50 minutes. Protamine sulfate was also given at this time to reverse the level of anticoagulation in the patient. Following removal of the c-clamp, hemostasis was achieved. A small hematoma was noted, but the patient was noted to have good pulses. The patient was discharged home.